Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that he slipped and fell on the stimulator battery. The patient lost stimulation since then and had been unable to recharge. The patient was going to see the representative for troubleshooting and the issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they were able to charge with the patient right away. The rep didn¿t have to troubleshoot anything, it just worked. The rep reported that they reeducated the patient on recharging after they were done. The rep gave the patient 2 new evolve high density settings to try. The rep reported that the issues were resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the stimulator wasn¿t helping with his pain and he wanted a pump implanted. The patient told the representative that he had not charged the stimulator for approximately six weeks and wanted to have it removed. It was noted that the patient had not been reprogrammed since (B)(6) 2018 as they had not shown up for programming sessions. After a discussion with the healthcare provider, the surgeon decided not to implant the pump until the patient had reprogramming to fully try the stimulator as the patient told the surgeon they had not charged since (B)(6) 2019.